Manufacturer narrative:
Evaluation of the returned pod pc could not confirm the reported complaint. During functional testing, the pod pc was sheathed with a demonstration introducer sheath and then the device was able to advance through the introducer sheath and a demonstration lantern with resistance due to the kinks in the pusher assembly. The kinks in the pusher assembly were likely incidental to the complaint and may have occurred during packaging for return. Further evaluation of the device revealed offset coil winds. This damage may also be incidental to the complaint and may have occurred due to the coil being returned without the introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil, pod packing coils (pod pcs), and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a pod coil into the target vessel using the lantern. Next, while advancing a pod pc through the middle of the lantern, the physician experienced resistance. Therefore, the pod pc was removed. The procedure was completed using additional pod pcs and the same lantern. There was no report of an adverse effect to the patient.